Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) presented to the emergency department due to multiple shock deliveries. Upon interrogation, it was determined that the episode began with appropriate anti-tachycardia pacing (atp) burst and one shock therapy for ventricular tachycardia (vt). However, following the successful vt termination, the device began to over-sense noise and delivered five inappropriate shocks. Following the fifth shock, the over-sensing ceased. Additionally, it was noted that the shock impedance measurement from the right ventricular (rv) lead had gradually increased over time and was now out-of-range (greater than 130 ohms). The physician subsequently surgically capped and abandoned the rv lead, and the device was also explanted due to age. A new rv lead and ICD were then implanted to resolve the event, and no additional adverse patient effects were reported. The rv lead remains implanted, but capped and out-of-service. The ICD was retained by the healthcare facility and is not expected to be returned for analysis.

Manufacturer narrative:
This report is being sent to provide new information in sections h6 (evaluation method codes, evaluation result codes, and evaluation conclusion codes), and h11 (additional MFR narrative). This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a product performance issue or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a performance issue or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) presented to the emergency department due to multiple shock deliveries. Upon interrogation, it was determined that the episode began with appropriate anti-tachycardia pacing (atp) burst and one shock therapy for ventricular tachycardia (vt). However, following the successful vt termination, the device began to over-sense noise and delivered five inappropriate shocks. Following the fifth shock, the over-sensing ceased. Additionally, it was noted that the shock impedance measurement from the right ventricular (rv) lead had gradually increased over time and was now out-of-range (greater than 130 ohms). The physician subsequently surgically capped and abandoned the rv lead, and the device was also explanted due to age. A new rv lead and ICD were then implanted to resolve the event, and no additional adverse patient effects were reported. The rv lead remains implanted, but capped and out-of-service. The ICD was retained by the healthcare facility and is not expected to be returned for analysis.

Manufacturer narrative:
This report is being sent to provide new information in sections h6 (evaluation method codes, evaluation result codes, and evaluation conclusion codes), and h11 (additional MFR narrative). This report is being sent to provide new information in sections b5 (event description), d9 (device avail for evaluation and returned to manufacturer date), h3 (device eval by manufacturer), h6 (component codes, evaluation method codes, evaluation result codes, and evaluation conclusion codes), and h11 (additional MFR narrative). The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a product performance issue or an inadequate lead-to-device connection. Out-of-range impedance alerts are not necessarily indicative of a lead system problem. Rather, they are a prompt that the lead/shock impedance value has moved outside of the typical operating range. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) presented to the emergency department due to multiple shock deliveries. Upon interrogation, it was determined that the episode began with appropriate anti-tachycardia pacing (atp) burst and one shock therapy for ventricular tachycardia (vt). However, following the successful vt termination, the device began to over-sense noise and delivered five inappropriate shocks. Following the fifth shock, the over-sensing ceased. Additionally, it was noted that the shock impedance measurement from the right ventricular (rv) lead had gradually increased over time and was now out-of-range (greater than 130 ohms). The physician subsequently surgically capped and abandoned the rv lead, and the device was also explanted due to age. A new rv lead and ICD were then implanted to resolve the event, and no additional adverse patient effects were reported. The rv lead remains implanted, but capped and out-of-service. Recently, this ICD was returned for analysis.